Event description:
It was reported the customer has been experiencing high blood glucose as of thursday. Customer's mother has done a complete set change and it hasn't corrected the problem. She changed basal rates and blood glucose hasn't lowered. Early sunday morning the insulin pump alarmed motor error but since then operation seems to have been normal with the device. Blood glucose was 460 mg/dl. Customer's father stated the customer had a normal day at the park. The device was not exposed to an MRI. Customer does not use the sensor feature. Customer's father was unsure if the device was able to rewind. Customer's father was advised to discontinue use of the device and revert to back up plan. Customer declined to troubleshoot for high blood glucose. Blood glucose of 250 mg/dl was also reported. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.